Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access site was obtained via femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After a 300cm non-bsc guidewire was advanced from the opposite side of the access site smoothly, a 5.0 x 100, 135cm mustang balloon catheter crossed the lesion without issues. A dilatation was performed at the distal sfa at 10atms, then after that, during the dilatation at the proximal sfa a balloon ruptured at 10atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched over the proximal markerband and the total length of the tear measured 4mm in length. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access site was obtained via femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After a 300cm non-bsc guidewire was advanced from the opposite side of the access site smoothly, a 5.0 x 100, 135cm mustang balloon catheter crossed the lesion without issues. A dilatation was performed at the distal sfa at 10atms, then after that, during the dilatation at the proximal sfa a balloon ruptured at 10atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.